Event description:
Customer reported the system continued to beep after the control was released. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the image processor and single board computer. System operates as intended.